Event description:
There was an allegation of a questionable high bilt3 bilirubin total gen.3 result from the cobas c 503 analytical unit for one patient. On (B)(6) 2026, the result was accompanied by a data flag indicating there was a reaction kinetics issue (>kin). On (B)(6) 2026, during a patient follow-up, the initial result was 9.43 mg/dl, and the repeat result was 1.67 mg/dl. The sample was re-centrifuged and repeated on another c503 with a result of 2.57 mg/dl. The customer was advised to re-centrifuge the sample twice and perform replicate testing. The results were: 3.74 mg/dl, 3.07 mg/dl, 3.09 mg/dl, 3.03 mg/dl, and 3.15 mg/dl. On (B)(6) 2026, during a patient follow-up, the results remain inconsistent with data flags and abnormal reaction curves. An investigation was performed on 3 sample types: 1. Li-heparin plasma (tested in 5 replicates): results: 4.26 mg/dl, 6.40 mg/dl (>kin), 7.62 mg/dl, 1.07 mg/dl, 8.07 mg/dl observation: all 5 replicates showed abnormal reaction curves. 2. Serum: result: 4.00 mg/dl observation: abnormal reaction curve detected. 3. Ethylenediaminetetraacetic acid (edta) plasma: result: 2.51 mg/dl observation: abnormal reaction curve detected. The initial sample was repeated as the initial result did not align with the patient's history.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The alarm trace shows that there were alarms related to sample short s1 and abnormal aspiration. This is consistent with poor pre-analytical handling. Qc was passing on the date of the event. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. The investigation determined that there may be an interference by gammopathy, a known interferent. Per product labeling, "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."